Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Concomitant devices reported: sternal zipfix implant (part # unknown, lot number unknown, quantity unknown). A review of the device history records has been requested. Service and repair evaluation: the customer reported the item was not engaging right. The repair technician reported the lever was sticky, the handle screws on the cutting edge were loose, and the adjustment nut was loose. Loose component is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 9-jun-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Service history review: no service history review can be performed as part number 03.501.080 with lot number(s) 9742689 is a lot/batch controlled item. The manufacture date of this item is 8-dec-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that one (1) application instrument for sternal zipfix was not engaging correctly during a surgical procedure. It was reported that the device was not tensioning enough to get the tie (zipfix implant) in. An alternate device was available and used to successfully complete the surgery with no harm to the patient. A minimal delay of not more than five minutes was incurred. Concomitant devices reported: sternal zipfix implant (part # unknown, lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).